Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a server issue. A technical support specialist confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue. The serial number, UDI and manufactures details kept blank since the given asset information found to be enterprise user/form mgmt lic 21-40mains.

Event description:
It was reported that when using the pyxis medstation es system, the user was unable to log in to the server. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.